Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 2 on the user control panel. The crew tried to troubleshoot the platform multiple times but was unable to clear the ua 2. No known impact or consequence to patient reported.

Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during clinical use, the autopulse platform (sn (B)(4) displayed user advisory and stopped compression after approx. 1-2 minutes compressions on the patient. The crew adjusted patient position multiple times but the same error can't be cleared, then the users shifted to manual CPR. Patient did have rosc back twice but eventually ended up passing away few hours later. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
Additional information received on (B)(6) 2018: the autopulse did compressions for approx 1-2 minutes when it stopped working and giving advisory error. Patient was adjusted multiple times and kept bring same error. At that time crew decided just to do manual compressions as autopulse was not dependable at that time and did manual CPR remainder part of the trip. Patient did have rosc back twice but eventually ended up passing away few hours later. We have had another cardiac arrest since then and autopulse worked fine with no problems. Unsure what was causing it before error before. The patient not obese by any means. He was more narrow chested then this last patient. Any other questions please feel free to email me back.